Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported, that the procedure was treat a heavily calcified, heavily tortuous de novo left circumflex artery. The lesion was pre-dilated with a 2.0x08mm semi-compliant balloon and the 2.5x38mm xience prime stent delivery system (sds) failed to cross due to anatomy. Another 2.5x38mm xience prime sds was attempted to be advanced; however, resistance was felt anatomy and the shaft separated. The whole system was removed as one unit including the separated portion. Another unspecified was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.